Event description:
Senseonics was made aware of an incident where user reported infection at the removal site.the doctor removed the last sensor inserted and a new sensor was inserted on (B)(6) 2025. There is no additional information available as the user was not responsive. As per,dms user was not using the system since (B)(6) 2025.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported infection at the removal site. The doctor removed the last sensor inserted and a new sensor was inserted on (B)(6) 2025. There is no additional information available as the user was not responsive. As per,dms user was not using the system since (B)(6) 2025.